Event description:
The event is reported as: the cuff would not deflate during testing. No pt injury reported.

Manufacturer narrative:
The results on the investigation are not available at the time of this report.